Event description:
The hospital reported that during the saphenous vein harvesting procedure, the balloon did not stay inflated on the short port. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. Failure analysis performed in april 2004, showed that the latex on the balloon was torn. This is a reportable malfunction.